Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot was reviewed. The lot met specifications and non-conformances were documented. No further investigation will be pursued at this time. Based on info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Event occurred in (B)(6). Caller alleged discrepant high inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio2 inr: 7.4. Laboratory inr: 2.08. Therapeutic range: 2.0 - 3.0. The time between testing was within thirty (30) mins. There was no reported adverse pt sequela. There was no add'l info provided.